Event description:
It was reported that the unit started to leak fluid after a procedure, during the clean-up. The description of the fluid is unk. There were no adverse consequences to pt.

Manufacturer narrative:
The device was returned to the MFR. The qc tech found visual evidence of water mineral deposits and traces of water still in the handpiece. Preventative maintenance was performed and the device was returned to the customer.